Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that one lead migrated and one lead had high impedances. As such, the migrated lead was repositioned and the lead with high impedances was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.